Event description:
It was reported that they replaced the medtronic ins to a nevro ins to see if they could get better back pain relief but has since been changed back to a medtronic battery medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).